Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The introducing catheters were returned to the manufacturer for evaluation. Testing found that the catheters were under sized and below specifications. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that trochar that the user puts into the catheter rips the catheter. There was no patient present.